Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise and inadequate capture. The physician capped and replaced the lead on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The reported events of inadequate capture, noise, and high threshold were confirmed. A complete lead measuring 46.0 cm was returned for analysis. Final analysis found rib clavicle crush at 25.8 cm ¿ 26.5 cm from the connector pin. All outer coil filars were fractured, separated and inner insulation was abraded and separated at this location. The cause of the reported events was isolated to the breach of the outer, inner insulation and the exposure of the coils consistent with clavicle crush forces.

Event description:
New information noted that the atrial lead was explanted on (B)(6) 2021.